Manufacturer narrative:
Manufacturer has requested device be returned for evaluation. Follow-up submission will be provided when the device evaluation is completed.

Event description:
Customer reported ventilator is having issues with the peak inspiratory pressure (pip). The peep pressure stabilizes on calibration but the pip does not. The pip pressure alters and stays the same as the peep pressure when setting the peep with the peep knob. The pip knob response is erratic. Customer reported they are unable to maintain the pip whereas the peep works. Peep is stable 34 cm h2o, but the pip follows the peep. Customer unable to set the pip independent of the peep.